Event description:
It was reported that the r-wave amplitude was low which was causing difficulty with sensing. The right ventricular pace/sense portion of the defibrillation lead was replaced by implanting a new pace/sense lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.